Event description:
The pt called lifescan and alleged the one touch ultra meter would not power on. The medical affairs specialist unsuccessfully attempted to contact the pt. The pt reportedly was feeling tired and thirsty, contacted a medical professional for advice, and pt was advised to increase insulin if the blood glucose was high. No treatment was given. The customer care representative performed troubleshooting and verified the meter would not power on with strip insertion or the power button. Based on the information the event is reported as a product malfunction. The meter and test strips were replaced and return is expected.